Event description:
It has been reported to philips that system did not start. The system was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that system did not start up. Upon functional testing the fse found that the actual cause of the issue was flexvision pc problem. The fse replaced the flexvision pc. After replacement of the flexvision pc and installation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.